Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav 2.0 was observed through the visual inspection. The membrane does not reflap. Deposits are visible in the ped. Prechamber. Permeability test: a permeability test has shown that both valves and the prechamber are permeable. Bloody liquid drained out during this test. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures, but the brake function is not given. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Computer controlled test: to investigate the clinical claim of underdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Due to the compromised brake functionality of the progav 2.0 valve, a computer controlled test was not possible. The shunt assistant operates within the accepted tolerance. Results: first, we performed a visual inspection of the progav 2.0 shunt system. Significant scratches and damage to the outer housing of the progav 2.0 valve was observed through the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The brake function did not operate as expected, but all other specifications were met. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm that the valve showed adjustable problem at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the progav 2.0 and the resultant defect of the rotor could not be determined through our investigation. The brake function is not given. The damaged of the housing is not explained to us at the time of the investigation. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (part # fx441t) was implanted. According to the complainant, the shunt system was believed operated in underdrianage and the progav 2.0 was difficult to adjust. The patient underwent a revision procedure. The complaint device was returned for evaluation. No patient complications were reported as a result of the revision procedure on (B)(6)2021. Patient informations: age (B)(6) height cm: 98 weight (B)(6) gender: female.